Event description:
It was reported that the customer changed the battery in the insulin pump three times in one month. The customer stated that she was receiving a low battery alarm. The customer stated that she exercised frequently and was unaware if the moisture was affecting the insulin pump. The customer's blood glucose was 202 mg/dl. The customer mentioned that she experienced low blood glucose of 40 mg/dl and that she treated herself with some juice. Troubleshooting was done for the low battery issues. The customer stated that she did not use the recommended energizer aaa alkaline battery. Advised customer to revert to back-up plan per healthcare provider's instructions. The customer declined troubleshooting for her high blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.